Event description:
A report was received that the patient underwent a pocket and lead revision due to the ipg being loose and discomfort at the anchor site. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.